Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15074. It was reported that the patient presented post-implant for a follow-up in clinic on (B)(6) 2021, where it was discovered that the right atrial (ra) and right ventricular (rv) leads had dislodged. On (B)(6) 2021, the ra lead was explanted and replaced, while the rv lead was repositioned. The patient was in stable condition with no known symptoms.